Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that multiple devices were not communicating with the server. A technical support specialist (tss) logged into station and noticed repeated errors in the logs stating, account is already locked. There was no history of the customer attempting to dial into the device. The tss then logged into the es server and confirmed that the account was not locked on the es webpage. Tss checking the es server, it was found that the user account had been locked out in active directory. The customer was informed via email and advised to have their information technology (it) team unlock the account in active directory. After sending multiple emails with no response from the customer, the case was closed due to lack of communication. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user when tried to login, device displayed unable to authenticate message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.